Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. The event can be detected by following the IFU section: operation manual_ inspection of the endoscopic system. -inspection of the air-feeding function. -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: angulation was out of standard and needed to be reset to production standard, the distal end plastic cover had minor scratches and a dent on the hold ring, cement was peeling on the objective lens, the bending section cover had cracked glue, and the insertion tube had a minor dent and surface scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The olympus duodenovideoscope was returned as part of the asset return process. Upon inspection and testing of the returned device, it was found that the nozzle was clogged with foreign material. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.